Event description:
The facility reports after bathing the resident, the certified nursing assistant was transferring resident from the lift to the bed. The certified nursing assistant heard a cracking sound and the lift broke, letting the resident fall to the floor. The pt complained of pain in pt's hip.